Event description:
The customer reported that the surgeon was diathermising during a breast augmentation procedure when the insulated area of the electrode was burnt resulting in the surrounding tissue to have a 3rd degree burn. The surgery time was extended by 30 minutes or more. The surgeon excised the burned area and the incision was extended, leaving a longer than normal scar. Consequences also includes, extra tension to the injury, causing distortion and increases the risk of keloids formation. Patient is doing fine now.

Manufacturer narrative:
Date of initial report: 09/24/2009. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.